Event description:
The pt presented with popliteal artery aneurysm. Two viabahn devices, an 8 x 15 and a 9 x 5, were implanted to treat the aneurysm. Approx 19 days post implant, the viabahn devices had thrombosed. An attempt to pass a guidewire across the thrombotic lesion within the viabhan devices to perform a pta was unsuccessful. Thus, the pt was taken to the operating room and a femoro-tibial bypass graft was implanted. The viabahn devices remain implanted.

Manufacturer narrative:
A second viabahn device was also involved in this event. Model #: wlg335; lot #: 05508843; cat #: vb090502; exp date: 9/30/2010. Device manufacture date: 10/2007. The devices remain implanted. A review of the mfg records for both lots was conducted. The review of the mfg records verified that both lots were processed normally and pre-release specifications were met.